Event description:
The reporter alleged the following results on the mobile system, compared to a professional meter, within 10 minutes: 26.7 mmol/l (mobile) and 11 mmol/l (hospital's meter). The patient was hospitalized for an unrelated condition. No adverse event reported against the device. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.